Event description:
An ra patient was admitted to the hospital after her 10th prosorba treatment with chest pain and hypotension. She later underwent an angioplasty. She has a history of coronary artery disease but neither the rheumatologist or apheresis personnel were aware of any details regarding it. She had recently been taken off an ace inhibitor due to prosorba treatments. Her rheumatologist was unable to obtain any records from the hospital regarding her treatment for this adverse event.